Manufacturer narrative:
The serial number of the c503 analyzer is (B)(6). The field service engineer replaced reagent probes and checked their position. The gear pump pressure and cuvette fill volume were checked and were correct. Wash wells were cleaned. No overflows or dripping was found anywhere in the incubation bath. Reagent probe tubing was cleaned and no obstructions were found. No issues with the tubing were detected. Laboratory water quality was checked and personnel confirmed the system to be in optimal condition. The engineer later replaced the degasser and changes were noted for the hdl test, but the issue persisted. A hardware check was performed. It was noted there was a problem with the laboratory water system resin tanks and water softener. The investigation is ongoing.

Event description:
The initial reporter stated they received discrepant results for two patient samples tested with hdl-cholesterol gen.4 on a cobas c 503 analytical unit. The first sample initially resulted in an hdl value of 143 mg/dl and it repeated as 43.2 mg/dl. The second sample initially resulted in an hdl value of 111 mg/dl and it repeated as 54 mg/dl.

Manufacturer narrative:
The field service engineer later made adjustments to cuvette washes and replaced the first sample probe. The first sample probe was adjusted. A hardware check was performed and recovered within range. Precision studies were performed. Patient sample recovery was acceptable. The investigation determined that the issue is related to water quality issues leading to saturation of the degasser and instrument issues such as the detergent level, reaction cell wash levels, and the second sample probe.